Event description:
Information receive a smiths medical sharps safety/jelco blood collection saf-t holder malfunctioned. Reported after connecting the holder with the needle for blood sampling, the nurse noticed that the blood collecting tube was being partly filled with air. The holder was broken at the connection with the needle. No patient adverse events reported.